Manufacturer narrative:
An event regarding pain involving an unknown trident shell was reported. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the x-ray by a clinical consultant stated: ¿undated x-ray: ap right hip - uncemented right tha with 2 screws visible in acetabular shell, reduced, nominal position, 3 to 5 mm radiolucencies in all 3 charnley zones around acetabular component. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case.¿ device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: cat# unknown; unknown 36mm 10° liner; lot# unknown. Cat# unknown; unknown screw; lot# unknown. Cat# unknown; unknown 36 +0 lfit v40 head; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported the patient's right hip was revised due to pain. A shell, screw, liner, and metal head were revised to competitor shell and liner with a stryker ceramic head. Rep reported he can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.